Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "when clipping the cystic artery, the clip applier failed to fire the clip correctly causing the cystic artery to bleed. The clip applier would not fire any further clips and was jammed. Another ca090 was opened." Add'l info from rep (B)(6) - (B)(6) 2013: "the clip applier may have contributed to the cystic artery bleed because the clip applier was being used to clip the cystic artery before cutting it. On firing the clip applier, it failed to clip around the cystic artery as it is supposed to and may have caused a perforation to the cystic artery, which would have contributed to the bleeding. Another possibility is that the fact the clips were jammed in the clip applier, could have caused the clip applier to perforate the artery, as the clips were not seated properly. In order to get a clearer answer, it may be best to speak with the surgeon, as I am only going on observation and what I saw had happened to the clip applier after removal from the laparoscopic port."